Event description:
The customer reported a crack at the tip of the scope during an unspecified endoscopic ultrasound procedure involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.